Event description:
It was reported that pump malfunction occurred showing malf 12 with associated fault code, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would "figure it out".